Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was 222 mg/dl. The customer was treated with manual injection and insulin pump for high blood glucose. Customer reported they did contact their health care professional regarding the high blood glucose. The device will be not returned for analysis.